Event description:
A complaint was received from the spouse of a elite system user. Spouse stated that the patient's system was reading erratically when patient used excel off brand reagent strips. Specific examples are 285 mg/dl followed by a 167 mg/dl. The difference between these results if acted upon could be clinically significant. While on the phone a review of the review of hte system was conducted. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The customer also stated that the elite system would not stay on. Thinking this may have been a battery problem the batteries were replaced but this did not solve the problem. It is possible that the excel off brand reagent could have damaged the elite contacts. A request was made to return the system for evaluation.